Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 208,615 joules and 46:24 minutes the "laser fiber was forward firing". The fiber was exchanged and the second fiber was used to complete the procedure. Patient outcome: "ok" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the outer flow tubing open end exhibits minor scratch marks, erased red octagonal sign and blue arrow indicator, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
The tip of the fiber was cleaned during the procedure.